Event description:
Unomedical reference number (B)(4) event occurred in the united states on 28-april-2024, it was reported by the patient that she was hospitalized due to hypoglycemia. Blood glucose before event was 400 mg/dl and at the time of event it was 30 mg/dl. Family fed her a sandwich to try to increase the blood sugar level. She was a patient of type I diabetes. At the time of event the pump is on manual mode. To increase the blood glucose level she was treated with an IV drip and administered glucose. No further information was available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.